Manufacturer narrative:
(B) (4).

Event description:
The pt experienced nausea, vomiting, severe leg cramping, muscle spasms, as well as intolerable back pain following pump and catheter implant. The pump was explanted due to malfunction. Further info is being requested from hcp.